Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, an extended opening on radius, fold creases, and wear abrasion. A microscopic analysis was performed which identified: two crease sharp openings on radius and anterior, and stress marks. Based on the device analysis the final assessment is: two crease sharp openings on radius and anterior assessed as fold flaw opening. Additional, corrected and/or changed data.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.